Event description:
It was reported that the patient presented to the emergency room after receiving an appropriate shock. The patient was schedule for normal device replacement. During the device change out, externalized conductors were observed via fluoroscopy. The lead was capped and replaced. Patient was stable with no complications.